Manufacturer narrative:
UDI number: na. (B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed antibiotics prophylactically. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly is experiencing fluid at the implant site. The recipient was prescribed antibiotics.